Manufacturer narrative:
Samples received: 36 unopened pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 36 closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 13.5 nxcm in minimum. Minimum bending strength specification: > 13.3 nxcm. Bending strength results before releasing the product were 13.89 nxcm, 14.30 nxcm and 13.78 nxcm in minimum, and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. We would like to recommend using the safil reference c1048095 (safil violet 2/0 (3) 70cm hr37s), the same combination with a heavier needle diameter to avoid the bending with such a big needle. Final conclusion: although the results of the samples received fulfil the specifications of the product, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: poland it was reported that the needle is deformed and broke during surgery.